Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia, with a blood glucose reading of 40 mg/dl. The customer's father stated that the customer suffered from seizures. The customer's father also stated that when he checked the customer's insulin pump, he found a 20 unit bolus that he did not program. Nothing further was reported.